Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead appeared to have pulled back from its original position and exhibited high pacing threshold. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.